Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 343 mg/d. The customer was admitted to the hospital. Customer began feeling nauseous, began throwing up. The customer has not eaten and played soccer the night before, ran 2 hours. The customer cause of emergency visit per health care provider is mild diabetic ketoacidosis. The customer is on saline drip and given lantus overnight. After the troubleshooting was done, customer was advised that there is nothing wrong with device. The insulin exited during the fill tubing, and pump was able to give a no delivery alarm. The customer was advised to speak with health care provider about their high blood glucose.